Manufacturer narrative:
Patient information now provided. A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A medtronic representative performed an imaging system check-out, all areas passed.

Manufacturer narrative:
Patient weight, age, and identifier are unavailable. System log files have been received, and a software investigation is currently underway. No further issues have been reported and the reported issue was resolved by rebooting the system.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system entered standalone mode after saving a 2d image. The system was rebooted and system functionality was restored. The patient was not affected, and no further information is available.

Manufacturer narrative:
The suspect pendant was received by the manufacturer for evaluation. Testing found that the cable insulation was damaged. Inner wires for the pendant were damaged and a small section of blue wire was exposed. Due to the condition of the pendant. Functional testing was not performed. This confirmed a physical failure due to a damaged cable.